Manufacturer narrative:
Product ID: 3550-39, lot# n308150, implanted: (B)(6) 2012, product type: accessory; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer; patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 26. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 1 hour and 21 minutes. The battery charged from 3.735v to 3.830v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. A normal recharge started was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 8 hours and 54 minutes from 1.950v to 4.000v.

Event description:
The patient was sent to her doctor to get her device replaced. Multiple times were tried to recharge and reset the battery but it never charged to 100% from day one of implant. Overdischarge was suspected and battery depletion was noted. It was unknown what number overdischarge it was and unknown if a physician mode recharge (pmr) was performed. The device was replaced. Patient outcome was noted as alive, no injury. The company representative reported on (B)(6) 2014 that nothing other than ins replacement occurred. The patient tried several times to charge her battery and get it going but no one was able to get it up and running again. The patient was doing great and was very happy with her stimulation coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.